Manufacturer narrative:
The reported event is confirmed cause unknown. Received 1 all-silicone foley catheter. Using the in house luer lock syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Upon inflation, asymmetrical balloon was present. Attempted to deflate passively using in-house syringe and 8ml could be withdrawn. Dissected balloon and 0.025 pin gauge fitted within notch with no difficulty. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d and h. Initial reporter phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that unable to remove the entire 10ml from the foley catheter ballon. They were unable to withdraw all of the water from the foley catheter balloon. They managed to withdraw 7.5mls while it was in the patient. It was difficult to withdraw that amount and took a long time to extract. Per notification from investigator on 02mar2026, it was reported that asymmetrical balloon was found during sample evaluation on 14oct2025.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that unable to remove the entire 10ml from the foley catheter balloon. They were unable to withdraw all of the water from the foley catheter balloon. They managed to withdraw 7.5mls while it was in the patient. It was difficult to withdraw that amount and took a long time to extract.